Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient's electrode is reportedly not in the cochlea. The recipient is presenting with dizziness. Revision surgery is scheduled.

Event description:
The recipient is reportedly experiencing possible electrode migration. The recipient is presenting with dizziness. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device is reportedly lost and will not return to the company for analysis. A review of the device history record was completed and revealed no anomalies.